Manufacturer narrative:
The information contained in this report was filed in manufacture report number: 3005094123-2017-00021. The manufacture location was incorrectly documented in that report. This report was opened to correct the manufacture location. Further investigation of the customer issue included a review of the complaint data, testing of returned material, design history record review, in-house testing, a search for similar complaints, and a review of labeling. Return material was tested. (B)(6) results using the architect assay were generated, repeating the customers observation. The sample was also tested using the tppa and fta-abs methods. The tppa method was indeterminate and the fta-abs method generated a (B)(6) result. The design history record review did not identify any events or issues that would have impacted the performance of the lot in question. Tracking and trending did not identify an adverse. A sensitivity testing protocol was executed using the lot in question which met acceptance criteria and determined the reagent is performing acceptably. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect syphilis tp reagent, list number 08d06, lot 60673li00 were identified.

Event description:
The customer observed a (B)(6) result while using the architect syphilis assay for a male patient. The following results were provided (s/co): (B)(6) 2016 (B)(6). The specimen was (B)(6) when tested using the tpla, espline tpab: and rpr latex methods. Additionally the patient has a history of being (B)(6). There was no impact to patient management reported.